Event description:
Initial report (B)(4) 2013: a (B)(6) female pt began using hyalgan (dose and frequency not reported) for an unknown indication. The pt's relevant medical history includes a history of chemical sensitivity which will cause her blood pressure to increase, and she has received euflexxa in the past without problems. She does not take any concomitant medications. She has never had any problems eating chicken or eggs. On (B)(6) 2013, the pt received hyalgan for an unk indication and had a "nervous system" reaction described as shaking all over, teeth chattering, quivering, feeling of needles sticking in her head, blood pressure of 180/90, her throat felt like it was closing and she could not breathe. On (B)(6) 2013, she went to the emergency room at 0300 in the morning where she received treatment with IV benadryl. The pt's electrocardiogram and vital signs were fine. The pt's symptoms improved after treatment but did not resolve. She was not hospitalized and was discharged home. The pt wanted to know when the hyalgan would be out of her system and wanted to know if an IV would help to remove the product from her system. On (B)(6) 2013, the pt's son ordered an "IV to flush it out" and all symptoms resolved. On (B)(6) 2013, the pt went to an environmental doctor and had allergy testing and found out that she was allergic to chicken and eggs. The pt reported that she was itching and was in bad shape because of the allergy testing and will be starting allergy shots. The pt stated that she had received hyalgan in the past from a different doctor without any trouble. She suspects that the doctor who administered the injection to her on (B)(6) 2013 gave her suparts and not hyalgan. The pt reported that she had a reaction to suparts on an unspecified date in (B)(6) 2013, one week prior to starting hyalgan. The pt did not report if she will continue to use hyalgan. She did not know the lot number and expiration date of the product. The pt stated that she did not have time to answer all the questions and declined to provide further info.

Manufacturer narrative:
Exemption number (B)(4). On 11/28/2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by (B)(4). As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. Pharmacovigilance comment: most signs and symptoms the pt experienced possibly identify an allergic reaction. Indeed, the pt had allergy testing demonstrating she was allergic to chicken and eggs. As recommended in the product labeling, caution should be taken when injecting hyalgan into patients who are allergic to avian proteins, features, and egg products.